Event description:
The customer reported that the iris was coning down on its own and they could not see the entire screen. Also an iris too large error displayed on the system.

Manufacturer narrative:
(B) (4). The ge service rep replaced the fluoro function pcb, recalibrated the collimator, and adjusted the 5vdc in the mainframe. The system operates as intended.